Event description:
The customer reported that the fetal monitor traced the mother's heart treat as the fetus. The baby is decreased.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.